Event description:
During a ptca treatment procedure involving a calcified and 95% stenotic lesion in the middle portion of the rca, the maverick otw balloon lost pressure at 4 atm's on the initial inflation. The pt was asymptomatic during this event. The maverick otw balloon was removed and replaced with another catheter to successfully complete the procedure. A 0.014" choice pt guidewire and an 8f medtronic zuma2 guide catheter were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Pt status is reported as 'good'.